Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a history/settings (inaccurate delivery) issue. The reporter alleged that the pump was delivering insulin inaccurately. It was noted that advanced bolus features were being used. An attempt to contact the patient has been made. There was no further information available regarding the complaint available at this time; if further information is provided a supplemental report will be submitted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 18-sep-2019 with the following findings: during investigation, the available delivery history and black box data did not show any evidence of delivery malfunctions. The complaint regarding inaccurate deliveries was reported on (B)(6)/2014. According to the pump history, the pump was in use until (B)(6)2015 . Therefore all delivery and black box history for time of complaint has been overwritten. The pump passed all required testing for delivery accuracy. Unrelated to the original complaint, the display was found to be dim/discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.